Event description:
It was reported by (B)(6) that the battery reamer/drill device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device catalog and serial numbers were documented as 530.605, sn(B)(4) in the initial report. The catalog and serial number has been updated to 530.610, sn(B)(4). Brand name and type of device has been updated accordingly to reflect the corrected catalog number. Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, seized and rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. If information is obtained that was not available a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.